Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was unable to be confirmed. Upon evaluation, the monitor displayed a service code 203. The cause of this service code was that the c1 capacitor shorted which shorted. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/9/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it was resetting.